Event description:
The customer tested his blood glucose using his 2 contour meters and received a 102 mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and had disposed of one his contour meters, so no product will be returned.